Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 17047845 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6) batch: 17120566 UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent spinal cord stimulator (scs) explant procedure and was doing well postoperatively. All explanted device components were discarded by the medical facility.